Event description:
Boston scientific received information that post implant the right ventricular (rv) lead exhibited impedance measurements greater than 2500 ohms. A connection issue was suspected. The patient was brought back into surgery where the pocket was re-opened and the rv lead was taken out and then re-connected to the device header. Securing the lead to header connection resolved the high out of range impedance measurements. The device and lead remain implanted in the patient and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tooling and electrocautery markings on the casing. Visual inspection also noted no holes in the seal plugs and that the leads had been fully seated in the lead barrel. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.